Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit had a crack in the chamber. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v vented autofeed humidification chamber as part of the rt330 optiflow tubing kit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Corrections: section b4: date of this report field updated. Section d9: returned to manfacturer ticked; date returned to manufacturer field updated. Section g3: date received by manufacturer field updated. Section h2: correction and device evaluation ticked. Section h3: device evaluated by manufacturer updated. Section h6: adverse event problem coding updated. Method: the subject mr290v vented autofeed humidification chamber was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, and evaluated. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: the customer reported that the mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit, was found cracked during patient use. Visual inspection of the returned device observed a long crack along the base of the chamber. The subject device was then leak tested, and confirmed a severe leak. Further analysis of the device showed no evidence of environmental stress cracking, however a closer inspection of the fracture surface edge indicated that the chamber was most likely subjected to an external impact. Conclusion: we are unable to determine the cause of the reported event. However, damage to the mr290v humidification chamber dome may be caused by impact on the external side of the chamber dome. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The user instructions for the rt330 optiflow tubing kit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow tubing kit had a crack in the chamber. There were no reported patient consequences.